Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pregnancy, cesarean section and miscarriage. Concurrent conditions included menorrhagia, uterine bleeding, cyst, polyp and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: 3 on the right and 3 on the left identified at the location of the left fallopian tube is a metallic coil attached to the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pregnancy, cesarean section and miscarriage. Concurrent conditions included menorrhagia, uterine bleeding, cyst, polyp and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: 3 on the right and 3 on the left identified at the location of the left fallopian tube is a metallic coil attached to the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received. Reporter information, removal details added. Event injury nos updated to event pelvic pain. Case became valid and serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.